Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 3.00x28mm promus element plus drug-eluting stent was advanced for treatment. However, the device could not cross the lesion and the stent strut was damaged. The procedure was completed with another 3.0x28 boston scientific stent. No patient complications were reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 3.00x28mm promus element plus drug-eluting stent was advanced for treatment. However, the device could not cross the lesion and the stent strut was damaged. The procedure was completed with another 3.0x28 boston scientific stent. No patient complications were reported and the patient status was stable.